Event description:
Issues with breast implants, pain and feeling of chemical burn in my left breast that started moving down my left arm. Fatigue, pain, knee pain, joint pain, brain fog, numbness, weakness, hot flashes, mood changes, sleeplessness, heart palpitations. FDA safety report ID# (B)(4).